Event description:
It was reported that the insulin pump is not delivering insulin. The insulin pump does not alarm. The blood glucose reading is 208 mg/dl. During bolus delivery, the insulin pump alarms no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.